Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was a recalled lead and the patient's left ventricular (lv) lead dislodged. Follow up indicated that the right ventricular (rv) lead provided inappropriate therapy and due to the lead being recalled in the past, the physician chose to replace it. Both the rv and lv leads were explanted and replaced. No further patient complications have been reported as a result of this event.